Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this cardiac resynchronization therapy defibrillator (crt-d) had received a shock from their device. Review of the system noted the crt-d had exhibited code 1004 and 1006, indicating a shock into a shorted condition, and a high voltage during charge repeat, respectively. The crt-d was reported to try and have shocked the patient 30 times. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital after receiving shock therapy for ventricular fibrillation (vf). Interrogation of the crt-d revealed two alert messages indicating a shock circuit condition was detected during shock delivered and high voltage was detected on the lead during a charge. Review of the episode in question showed the first shock yielded a shock impedance measurement of lower than 20 ohms. The crt-d continued to detect the vf and attempted to charge 29 times; however, each charge was aborted due to high voltage detected on the lead. The vf spontaneously converted approximately four minutes from the start of the episode. Surgical intervention was performed, and the crt-d was explanted and returned to boston scientific for laboratory analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, a thorough evaluation of the crt-d was performed. Visual inspection of the device exterior revealed an arc mark on the case. The device was successfully interrogated with a programmer, and a full memory download was conducted. Review of the device memory confirmed a code 1004 alert was recorded indicating a short circuit condition was detected during shock delivery. The crt-d attempted to charge additional times following the first shock, but the charges were aborted as the device detected high voltage on the rv lead during the charge attempt, which triggered code 1006 alerts. As there were no indications that an external electrical source was in contact with the patient at the time of the episode, the 29 code 1006 alerts indicate that the device sustained internal damage from a short circuit condition between the rv lead and device itself. X-rays of the device revealed that the high voltage (hv) plasma fuse and flex circuit that connects the high voltage capacitors were compromised. The device's titanium case was opened, and electrical overstress damage was visually observed on both the flex circuit strip and plasma fuse. Damage to these device components is typically observed when a shorted lead condition occurs during shock delivery. The energy of the shock escapes the lead and cycles back to the device, causing an arc mark and subsequently activating the hv plasma fuse. In addition, the short circuit condition damaged this device's flex circuit. As a result, the device was erroneously detecting energy on the rv channel while charging the capacitors, thus the device terminated the charge attempt and displayed code 1006. Thus, laboratory analysis was able to confirm that a shorted lead condition occurred during shock delivery that subsequently damaged the crt-d.